Event description:
As reported by the user facility through medwatch: nurse started IV, leaving the catheter in the vein and pulling out the needle. A safety device is supposed to automatically cover the needle when it is withdrawn from the catheter. The needle was placed on a pad next to the nurse while she taped the IV catheter in place. When she picked up the pad and needle for disposal, the needle punctured her left index filter so the safety device had not completely covered the tip of the needle." Medwatch # 0300360000-2013-8003. Reference MFR # 9610825-2013-00067.